Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. A photo of the device was provided by the user facility. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in an upper arm av fistula, an alleged pin hole rupture occurred in the pta balloon prior to reaching nominal pressure. The balloon was removed in its entirety through the sheath without difficulty. There was no reported detachment of balloon material nor any vessel damage. The procedure was completed with another balloon. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found fiber disturbance and peeling of the outer layer on the balloon. The device was inflated and water was seen exiting a longitudinal rupture at the location of the fiber disturbance therefore, the investigation is confirmed for a fiber disturbance, outer layer peeling, and for a longitudinal rupture. No pinhole ruptures were identified on the returned balloon. Additionally, the investigation is confirmed for a break at the proximal balloon butt joint. The definitive root cause for the identified issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in an upper arm av fistula, an alleged pin hole rupture occurred in the pta balloon prior to reaching nominal pressure. The balloon was removed in its entirety through the sheath without difficulty. There was no reported detachment of balloon material nor any vessel damage. The procedure was completed with another balloon. There was no reported patient injury.